Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crej2 creatinine jaffé gen.2 (crej) on a cobas 8000 c 702 module (c702). The customer mentioned that they had two similar issues like this before, but did not give details. An aliquot of the sample, which was processed on a modular pre-analytics system was initially tested on the c702 analyzer, resulting with a crej value of 4.18 mg/dl. This value was reported outside of the laboratory to a doctor who did not trust the result. The original tube of the sample was repeated, resulting with a crej value of 0.75 mg/dl. No adverse events were alleged to have occurred with the patient. The crej reagent lot number was 291877. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The alarm trace showed several sample short alarms on the date of the event, but a pipetting issue could be excluded as a root cause. The c702 analyzer and modular pre-analytics system were confirmed to be working within specifications. The investigation was unable to find a definitive root cause.